Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0600650 central venous catheters allegedly experienced material frayed. This information was received from one source. The malfunction did not involve a patient.

Manufacturer narrative:
For the reported malfunction, the device and a photo were returned for evaluation. The investigation is confirmed for frayed guidewire, however the root cause could not be determined. The device is labeled for single use.

Manufacturer narrative:
For the reported malfunction, the device and a photo were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0600650 central venous catheters allegedly experienced material frayed. This information was received from one source. The malfunction did not involve a patient.